Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had locked up and become non responsive, lost setting during the battery change, scratches on the screen, light was dim on the insulin pump not as bright, hazy screen, insulin pump was slower during the rewound and received unexplained random no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.